Event description:
Several bard foley catheters have been returned to our material management department due to reports of difficulty removing the catheters resulting in patient complaints of pain. Staff noticed ridging on the balloon location after removal. There were 5 incidents reported in 2009. One patient required conscious sedation for removal of the catheter. Some of the catheters were temperature sensing silicone catheters. We have limited identifier information (catalog # 909516m). One catheter was a single 16f silicone catheter.